Event description:
We have experienced several incidents in which cadd pumps (manufactured by smith's medical) have infused doses of 5-fluorouracil at a rate much higher than the rate which is programmed into the pump settings. (B)(6).